Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, the balloon did not inflate. They got another product to complete the case. There was no patient injury.